Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The right ventricular lead exhibited loss of capture. The patient typically experienced dizziness, so it was unknown if the patient was symptomatic due to the loss of capture. Programming changes were discussed.

Event description:
New information received indicated that there was no loss of capture. The physician reviewed the episode and noted that the amplitude was just small. No device intervention was performed. Patient was stable.